Event description:
It was reported that the device had reached battery depletion early due to increased battery impedance. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. This product was included in a field action, and product analysis found that the product did perform as described in the field action. (B)(4). Evaluation summary: analysis of the device memory indicated the battery impedance value was beyond the expected upper range.